Event description:
It was reported that the patient experienced a prolonged low blood glucose after a meal while using the ilet bionic pancreas, with the lowest fingerstick value of 39 mg/dl and treatment with approximately 10¿15 grams of oral carbohydrates; the event followed announcing meals at the usual size after previously announcing smaller meals due to a very low carbohydrate diet, and the issue was assessed as related to meal announcements and user interaction with the user interface. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, characterized as an improper or incorrect procedure or method related to meal announcement practices and interaction with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.